Event description:
It was reported "4 french PICC inserted without difficulty and advanced fully. PICC 3cg wire withdrawn partially, recalibrated, and advanced to retrace sherlock and PICC location (which is very typical with every PICC we do) intra-procedure had lost sherlock tracing and 3cg tracing. Immediately checked fin that attaches to shelock device on patient's chest. The fin was found intact and in place. Then immediately withdrew wire to assess tip integrity which was found to not be intact and copper end was not visualized." Add info received 02/09/2021: was there patient harm?: unknown. Was there any fragments of the wire left in the patient? If yes, was it removed?: unable to visualize on imaging. Date of fragment removal: n/a.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed. However, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the stylet was observed to be broken off and missing. The break in stylet was measured to be approximately 3.2 cm distal to the proximal end of the polyimide tubing. Multiple bends were observed in the returned stylet. A microscopic observation revealed the break site in the polyimide tubing was rough and uneven with some plastic deformation. The break site of the core was observed to be tapered and flat but slightly angled. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer2132 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "4 french PICC inserted without difficulty and advanced fully. PICC 3cg wire withdrawn partially, recalibrated, and advanced to retrace sherlock and PICC location (which is very typical with every PICC we do) intra-procedure had lost sherlock tracing and 3cg tracing. Immediately checked fin that attaches to sherlock device on patient's chest. The fin was found intact and in place. Then immediately withdrew wire to assess tip integrity which was found to not be intact and copper end was not visualized." Additional info received 02/09/2021: was there patient harm?: unknown. Was there any fragments of the wire left in the patient? If yes, was it removed?: unable to visualize on imaging. Date of fragment removal: n/a.